Manufacturer narrative:
The insulin pump was received with unresponsive buttons and a button error alarm due to corroded lcd board. The functional testing could not be performed, including the displacement test, rewind, basic occlusion, prime/delivery and no delivery tests due to the unresponsive keypad. The insulin pump had a cracked display window corner, a scratched lcd window, a broken belt clip slot, broken battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The exact measurement of the blood glucose was not known, but the report of "high" blood glucose indicates that the reading was over 600 mg/dl. The customer experienced symptoms of vomiting, low potassium, and dehydration. Customer was treated with an IV once he arrived at the hospital and was wearing the insulin pump at the time. It was also reported that the customer was not checking his blood glucose or bolusing correctly. It was reported that the insulin pump had a button error and was filled with water and that customer had gone to swimming lessons while wearing the device. Customer had removed the battery to stop the button error alarm. The insulin pump was not dropped but did have scratches on the display screen due to general wear and tear. Nothing further was reported.